Event description:
It was reported that on (B)(6) 2011, the patient presented with an acute myocardial infarction (mi) and the target lesions were noted in the proximal left anterior descending artery (lad) with 90% stenosis and in the mid lad. Two unspecified promus stents were implanted in the mid lad and a non-abbott stent was implanted in the proximal lad, overlapping the promus stent. Intra-vascular ultra sound (ivus) was performed and the stents were confirmed to be apposed to the vessel wall. The patient was discharged from the hospital on (B)(6) 2011. Follow-up coronary angiography was performed on (B)(6) 2011, (B)(6) 2012, and no angina symptoms were observed. The patient was confirmed to be taking antiplatelet drugs as prescribed/instructed. On (B)(6) 2012, the patient visited the hospital as an outpatient. Ankle brachial index, echocardiogram and blood tests were performed and the results did not reveal any anomalies. A heart murmur was confirmed, which the patient had not noticed. On (B)(6) 2012, the hospital was notified that the patient had died on (B)(6) 2012. The cause of the death, circumstances, and whether or not any resuscitation attempts were made is unknown. The physician commented that although the actual cause of the death and other details are unknown, during the patient's visit to the hospital, no anomaly was noted based on the tests. The physician assumed that the patient died at home and the cause of death was likely to be sudden death. The zotarolimus (the medication on the non-abbott stent) and the procedure did not seem to have inflicted the death. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. The reported patient effect of death, as listed in the instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The additional promus referenced is being filed under a separate medwatch report.